Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal end of the pipeline flex experienced deployment issues. This event occurred when the pipeline was about 50% out of the catheter. The pipeline was re-sheathed and removed with the catheter. This event occurred during the treatment of an unruptured, saccular aneurysm. The max diameter was 20mm. It is unknown if the anatomy was tortuous or and no additional information is available. The devices were prepared and used per the instructions for use (IFU). No patient injury occurred. The devices were discarded at the site. No additional information could be obtained.